Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen gsf cr-flex. It is reported by the patient's counsel that the patient received an implant on (B)(4)2006 an was revised on (B)(4) 2010 due to pain. Additionally, it was noted tha the patient was also revised for a tm mono block tibia. The revision notes indicated pain secondary to withheld left knee arthroplasty with ligamentous instability.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.